Event description:
On (B)(6) 2014, the pt underwent pipeline embolization treatment. The pt was given plavix. During the procedure, it was reported the pipeline (4.50mm x 18mm) could not be released from the capture coil despite twisting the pushwire multiple times. The pipeline was removed from the pt and the procedure was successfully completed with another pipeline. No pt injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for eval without the catheter. The eval could not determine the cause of the event as the pipeline was found released from the capture could and fully open; however, the capture coil and braid were found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).